Event description:
The pt reported that she had a loss of therapeutic effect from her interstim device following traveling through a theft detector at a store. Further info is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow- up medwatch report will be sent.